Event description:
The patient reported that they had a return of symptoms and were having a "terrible time". The patient threw up for "almost two weeks". The patient thought they were not responding to the therapy well anymore. The further stated that she was hurting so bad she could not stand it, and that it was not "kicking it" enough. The patient stated that her pump gets hit by everything she walks by, and that it does move around in her body. The patient further noted that "every time she went to the sink or walked past the stove, the knobs on the stove will whack the pump, and the counters whack it". She further stated that her pump was constantly being whacked, and it was constantly bruised. The medications used within the system were fentanyl, clonidine, and bupivacaine. It was later reported that the patient was seen in the office on (B)(6) 2012 for a pump dosage increase. The patient did not report any problems at that time. On (B)(6) 2012 the patient was seen for a pump refill and reported a fall on (B)(6) 2012. X-rays ordered were negative. Please see manufacturer's report# 3007566237-2012-00440. The patient's prior catheters were noted to have broken, and the patient noted a history of falls. An infection was also reported.

Manufacturer narrative:
Product ID 8731sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID 8835 lot# serial# (B)(4), product type programmer, patient. (B)(4).